Event description:
Sales rep reported on behalf of the physician an unknown side infection. Device remains implanted.

Manufacturer narrative:
The event of infection (unknown onset )is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time . Reason for reoperation: infection (unknown onset).